Event description:
User at account reported that the display on the screen did not correspond to the information entered on the keypad of the unit. The user was advised not to use the unit, which was swapped out. No patient involvement.